Event description:
During a coiling exbolization of a 7x10mm posterior communicating aneurysm, n-5-15-t10-md as the 9th coil attempted to detach and received a positive detachment signal. As physician pulled back positioning segment, the coil was still attached. After the coil was inadvertantly pulled out because of the false detachment, coil was manually detached about 4-5 cm out of the aneurysm into the parent artery. Physician utilized detached portion of the positioning segment and pushed entire coil portion back into the aneurysm without incident. No complications were reported to have occurred with the pt during this event.